Event description:
Patient was revised on (B)(6) 2025 and presented evidence of loosening around the femoral stem.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the loosening was not related to the design, manufacture, and/or sterilization of the revised implant.